Event description:
It was reported to boston scientific corporation that a percuflex biliary stent was used in an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was found that the percuflex biliary stent had been kinked in the middle of the stent. The kinked stent was disposed of, and the procedure was completed with another percuflex biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "good". (B)(4). The percuflex biliary stent was noticed to be kinked before the procedure, during unpacking of the device.

Manufacturer narrative:
Reported event of stent kinked the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex¿ biliary stent was used in an endoscopic retrograde biliary drainage procedure performed on (B)(6) 2015. According to the complainant, during the procedure, it was found that the percuflex¿ biliary stent had been kinked in the middle of the stent. The kinked stent was disposed of, and the procedure was completed with another percuflex¿ biliary stent. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure is reported to be "good."